Manufacturer narrative:
The customer's reported complaint description of 'needle dislodged from the vortex port (needle backed out of septum) causing significant infiltration (extravasation leak)' cannot be confirmed, no port or needle complaint sample was returned. Without receiving the product for evaluation, we are unable to definitively determine a root cause for this incident. In addition, the needle used during port treatment (more than 3 weeks after port implant date) was not confirmed to be an angiodynamics provided device and is unlikely to be the needle provided with the port kit, for the implant procedure. DHR review of the port device could not be performed since the lot number and device upn are unknown. This is the only reported complaint for this leak event due to needle backing out of the port septum failure mode in the past 15 months for the vortex port product family, as such, this is deemed to be an isolated incident. Labeling review: the instructions for use, (16605362-01) which is supplied to the user with this port device, contains the following statements. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. General guidelines: each access of an angiodynamics port should be performed using aseptic technique. The needle should be advanced through the septum until it contacts the base of the port body. Once positioned in the septum, the needle should not be rocked or tilted. Such movement may cause septum damage. At no time should the system be left open to air. Tubing clamps should be used to prevent inadvertent air embolism. When infusing into an angiodynamics port system, do not exceed 40 psi. Do not use a syringe size smaller than 10 ml. Smaller syringes may create an overpressurized system. Needles: use angiodynamics anti-coring (huber point) needles only. Warning: for chest placement, avoid medial catheter placement instructions for implantation of the vortex® mp port into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route to the subclavian vein. Note: a port placed too deeply may be difficult to palpate and access. Potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: drug extravasation (leakage). A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Additional information: g4- added 510k number. An investigation into the root cause for the event is currently in progress. The results will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
In (B)(6) of 2023, (B)(6) was diagnosed with high risk neuroblastoma. On or about (B)(6) 2023, (B)(6) received a port catheter implant for chemotherapy treatments. More specifically, a vortex port system was implanted in (B)(6)'s left subclavian vein. (B)(6) started chemotherapy treatments approximately two weeks after the vortex port system was implanted. On or about (B)(6) 2023, during an approximately 12-day hospital stay, in the early morning, the medical staff noted that (B)(6) had a significant infiltration at her port site. (B)(6)'s port catheter needle dislodged from the vortex port causing significant infiltration of tpn and lipids into her subcutaneous tissue with heparin that caused significant wound issues. As a result of the infiltration, the area around (B)(6) port catheter and left shoulder bruised. Due to the port catheter needle dislodging from the vortex port, causing infiltration, tpn was discontinued and the port was de-accessed. Shortly after the infiltration, (B)(6) was transferred from (B)(6) hospital to (B)(6) hospital (B)(6). Following her transfer to (B)(6) hospital (B)(6), (B)(6) port was removed on or about (B)(6) 2023. As a result of having the vortex implanted, plaintiff has, allegedly, experienced significant mental and physical pain and suffering, has undergone corrective surgery, and has suffered economic loss, including obligations for medical services and expenses.